Manufacturer narrative:
Investigation summary: a device history record review was completed for provided material number 305211 and lot number 7236776. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, one sample was received for evaluation by our quality team. A visual inspection was performed. The sample came with no plastic shield and a note stating it was used and exposed to eyeea. No defects or imperfections were observed. The sample was then connected to a syringe with saline solution. It was not possible to expel the solution; the sample is clogged. Analysis of the filter was completed finding it hard which is abnormal. There was an attempt to pass a needle through the filter and it was only possible after applying an excessive amount of force. It is not known what made the filter this consistency since this sample has been used. Based on the investigation with the returned sample analysis the symptom reported by the customer is confirmed, but a probable root cause cannot be determined. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd¿ blunt fill needle with filter was clogged during use and could not draw up solution. The following information was provided by the initial reporter: "complained about a filter needle, as no solution could be drawn up with it. The needle was therefore unusable."